Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reported a crack occurred in the red (arterial) line of catheter. It was reinforced with fixatives so that dialysis could be completed. No patient injury or harm. Catheter was eventually removed and replaced with another.